Event description:
A customer in unites states reported a false negative result while using; vidas mumps igg.

Manufacturer narrative:
A customer in united states reported discrepant results between vidas® mumps igg (ref 30218) lot 1004183650/160602-0 and another method (quest). Results of the biomérieux internal investigation are as follows: no other complaint related to bad correlation has been registered on the vidas® igg lot 1004183650/160602-0. There is no nonconformity linked to the customer's anomaly. The analysis of the batch history records shows no anomaly during the control process. Four (4) internal samples were tested (retained vidas® igg lot 160602-0 and retained vidas® igg lot 161218-0). Results for all four (4) internal samples were within specifications. The analysis of the control cards for the four (4) internal samples shows that the vidas® igg lot 1004183650/160602-0 is in the trend of the other batches. The customer's sample was tested on the retained vidas® igg lot 160602-0 and on the retained vidas® igg lot 161218-0. The results obtained (low equivocal) were the same as the customer's results (low equivocal and high negative); however, vidas® mumps igg performance does not claim 100% in terms of specificity or sensitivity. Without the quest performance data (specificity/sensitivity) and the lack of a third test method, it is therefore not possible to determine which result is correct. In conclusion, a product problem was not identified for vidas® mumps igg lot 1004183650/160602-0.